Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 447 mg/dl, which was treated with manual injection. The customer stated that he ate lunch of 42 units of carbohydrates, and the insulin pump estimated 0.8 units of insulin to be delivered about 3 hours prior to the call. He noted that his blood glucose was 217 mg/dl prior to lunch. The customer did not observe any significant events leading to the issue, noting that no air bubbles, problems with insulin, or recent changes in device programming took place. He stated that the bolus and basal settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. He stated that he was unable to disconnect from the insulin pump, as he was delivering a bolus. He confirmed that his blood glucose was lowering. He declined to complete the troubleshoot process, stating that he would monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.